Event description:
Covidien's customer, b. Braun, reported to covidien that a covidien syringe was used to administer fentanyl and duramorph to a pt for labor and delivery pain relief on (B) (6) 2009. The pt had a normal delivery. On (B) (6) 2009, pt developed severe nausea, vomiting, and seizing. Pt was placed on a ventilator and was transferred to another acute care hospital. The pt expired. Customer reports this pt was on no other concomitant medications. Customer stated that the pt's blood tests revealed streptococcus salivarius. The source of the streptococcus salivarius is unk.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.